Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The following information was requested, however no response has been received to date: is the product available for evaluation? Please provide device return update or follow up as required. Please advise if events have been reported? Specific number of surgeries in which the issue occurred. How many sutures broke during each surgery? Surgery date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on and (B)(6) 2019 and suture was used. During use of the suture, the filaments broke. No reported patient consequences.